Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke while advancing to the lesion. The entire system was removed without incident. No pt injuries or complications occurred.